Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fractured implant') in a (B)(6) year old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Concurrent conditions included vaginal pain, pain in thigh, neuralgia, endometriosis, fibroids, dysuria, suprapubic pain, hemorrhagic cyst, nabothian cyst and adenomyosis. Concomitant products included cefixime (flexeril) from (B)(6) 2010 to (B)(6) 2012, celecoxib (celexa) since 2007, clonazepam (klonopin) since 2007, ibuprofen from (B)(6) 2010 to (B)(6) 2012 and paracetamol (tylenol) from (B)(6) 2010 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In 2010, the patient experienced migraine ("migraine headaches"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - right only). At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Plaintiff still have left coil placed inside resulting in issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device .was successfully occluded. Pathology test on an unknown date: hysterectomy and right salpingo-oophorectomy uterus (109 grams) with benign endocervical nabothian cyst, early secretory endometrium, and adenomyosis. Right fallopian tube with a paratubal cyst. Right ovary with hemorrhagic corpus luteal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal pain. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs and mr received: new events added: allergic or hypersensitivity reaction type: nickel, infection (bladder/ urinary tract/vaginal) type: vaginal, psychological or psychiatric problems condition: depression, mental anguish, migraines / headaches, device breakage, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain: abdominal. Event verbatim were updated: physical pain/pelvic pain. Reporter¿s information updated. Lot no. Medical history, lab data, concomitant drug were added. Model no. Change from ess205 to ess305. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fractured implant') in a 45-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Concurrent conditions included vaginal pain, pain in thigh, neuralgia, endometriosis, fibroids, dysuria, suprapubic pain, hemorrhagic cyst, nabothian cyst and adenomyosis. Concomitant products included cefixime (flexeril) from (B)(6) 2010 to (B)(6) 2012, celecoxib (celexa) since 2007, clonazepam (klonopin) since 2007, ibuprofen from (B)(6) 2010 to (B)(6) 2012 and paracetamol (tylenol) from (B)(6) 2010 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"). In 2010, the patient experienced migraine ("migraine headaches"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain"). In 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("mental anguish"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - right only). At the time of the report, the device breakage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, vaginal infection, depression, anxiety and migraine outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, migraine, pelvic pain and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Plaintiff still have left coil placed inside resulting in issues. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device .was successfully occluded. Pathology test - on an unknown date: hysterectomy and right salpingo-oophorectomy - uterus (109 grams) with benign endocervical nabothian cyst, early secretory endometrium, and adenomyosis. Right fallopian tube with a paratubal cyst. Right ovary with hemorrhagic corpus luteal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain ,abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc product technical compliant. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fractured implant/breakage') in a 37-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Concurrent conditions included vaginal pain, pain in thigh, neuralgia, endometriosis, fibroids, dysuria, suprapubic pain, hemorrhagic cyst, nabothian cyst and adenomyosis. Concomitant products included cefixime (flexeril) from (B)(6) to (B)(6) 2012, celecoxib (celexa) since 2007, clonazepam (klonopin) since 2007, ibuprofen from (B)(6) 2010 to (B)(6) 2012 and paracetamol (tylenol) from (B)(6) 2010 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal / bladder/urinary problems -vaginal infection"). In 2010, the patient experienced migraine ("migraine / headaches / migraine"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain, chronic"). In 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("allergy- nickel"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish / psych injury") and urinary tract infection ("bladder/urinary problems - uti"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oophorectomy - right only). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, dysmenorrhoea, dyspareunia, depression and anxiety outcome was unknown and the pelvic pain, abdominal pain, allergy to metals, vaginal infection, migraine and urinary tract infection had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, device breakage, dysmenorrhoea, dyspareunia, migraine, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Plaintiff still have left coil placed inside resulting in issues. Received treatment for pain, allergy, breakage/ expulsion, bladder/urinary problem,other injuries/symptom? Yes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: hysterectomy and right salpingo-oophorectomy - uterus (109 grams) with benign endocervical nabothian cyst, early secretory endometrium, and adenomyosis. Right fallopian tube with a paratubal cyst. Right ovary with hemorrhagic corpus luteal cyst. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-sep-2019: pfs received: previously reported event clubbed with new events. New events added: uti. Event outcome were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fractured implant/breakage/fracture') in a 37-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Concurrent conditions included vaginal pain, pain in thigh, neuralgia, endometriosis, fibroids, dysuria, suprapubic pain, hemorrhagic cyst, nabothian cyst and adenomyosis. Concomitant products included cefixime (flexeril) from (B)(6) 2010 to (B)(6) 2012, celecoxib (celexa) since 2007, clonazepam (klonopin) since 2007, ibuprofen from (B)(6) 2010 to (B)(6) 2012 and paracetamol (tylenol) from (B)(6) 2010 to (B)(6)2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal / bladder/urinary problems -vaginal infection") and urinary tract infection ("bladder/urinary problems - uti"). In 2010, the patient experienced migraine ("migraine / headaches / migraine"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain, chronic"). In 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("allergy- nickel"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish / psych injury"), bacterial vaginosis ("bacterial vaginosis"), cystitis ("bladder infection"), post procedural complication ("post removal complications: yes") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - right only). Essure was removed on 29-mar-2012. At the time of the report, the device breakage, pelvic pain, abdominal pain, allergy to metals, vaginal infection, migraine, urinary tract infection, bacterial vaginosis, cystitis and hypersensitivity had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, hypersensitivity, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Plaintiff still have left coil placed inside resulting in issues. Received treatment for pain, allergy, breakage/ expulsion, bladder/urinary problem,other injuries/symptom? Yes if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve followingremoval? No, I still have left coil inside that and its causing me issues (as written). Received treatment for abdominal pain, pelvic pain, bladder infection, bacterial vaginosis, breakage, uti, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: hysterectomy and right salpingo-oophorectomy - uterus (109 grams) with benign endocervical nabothian cyst, early secretory endometrium, and adenomyosis. Right fallopian tube with a paratubal cyst. Right ovary with hemorrhagic corpus luteal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , bdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: allergic reaction. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage fractured implant/breakage/fracture') in a 37-year-old female patient who had essure (batch no. 20205788) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included anxiety and depression. Concurrent conditions included vaginal pain, pain in thigh, neuralgia, endometriosis, fibroids, dysuria, suprapubic pain, hemorrhagic cyst, nabothian cyst and adenomyosis. Concomitant products included cefixime (flexeril) from (B)(6) 2010 to (B)(6) 2012, celecoxib (celexa) since 2007, clonazepam (klonopin) since 2007, ibuprofen from (B)(6) 2010 to (B)(6) 2012 and paracetamol (tylenol) from (B)(6) 2010 to (B)(6) 2012. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal / bladder/urinary problems -vaginal infection") and urinary tract infection ("bladder/urinary problems - uti"). In 2010, the patient experienced migraine ("migraine / headaches / migraine"). In (B)(6) 2012, the patient experienced abdominal pain ("abdominal pain, chronic"). In 2012, the patient experienced pelvic pain ("physical pain/pelvic pain"). On (B)(6) 2019, the patient experienced device breakage (seriousness criteria medically significant and intervention required), 8 years 10 months after insertion of essure. On an unknown date, the patient experienced allergy to metals ("allergy- nickel"), depression ("psychological or psychiatric problems condition: depression/ psych injury"), anxiety ("mental anguish / psych injury"), bacterial vaginosis ("bacterial vaginosis"), cystitis ("bladder infection") and post procedural complication ("post removal complications: yes"). The patient was treated with surgery (hysterectomy with unilateral salpingo-oopherectomy - right only). Essure was removed on (B)(6) 2012. At the time of the report, the device breakage, pelvic pain, abdominal pain, allergy to metals, vaginal infection, migraine, urinary tract infection, bacterial vaginosis and cystitis had resolved and the dysmenorrhoea, dyspareunia, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, bacterial vaginosis, cystitis, depression, device breakage, dysmenorrhoea, dyspareunia, migraine, pelvic pain, post procedural complication, urinary tract infection and vaginal infection to be related to essure. The reporter commented: discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Plaintiff still have left coil placed inside resulting in issues. Received treatment for pain, allergy, breakage/ expulsion, bladder/urinary problem,other injuries/symptom? Yes if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve followingremoval? No, I still have left coil inside that and its causing me issues (as written). Received treatment for abdominal pain, pelvic pain, bladder infection, bacterial vaginosis, breakage, uti, migraine. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Pathology test - on an unknown date: hysterectomy and right salpingo-oophorectomy - uterus (109 grams) with benign endocervical nabothian cyst, early secretory endometrium, and adenomyosis. Right fallopian tube with a paratubal cyst. Right ovary with hemorrhagic corpus luteal cyst.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain , bdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pif received. New events added: post removal complications, bladder infection, bacterial vaginosis. Outcome of previously added event breakage was updated to recovered/resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.